Event description:
It was reported that after insertion of the iab, it was confirmed that the balloon did not inflate fully. Because of this, the iab was removed and replaced without any pt complications.